Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, without a tip protector, in a bag, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with needle broken off from probe. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation of sample 1 was unable to confirm the reported cut failure due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The returned sample 2 was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe sample 2 was functionally conforming. The reported cut failure of sample 1 was unable to be confirmed and an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe had no cutting performance during vitrectomy surgery. The surgery was completed after replacement of probe. There was no patient impact.